Event description:
Participated in (B)(4) clinical study in 2004 and had hoffman pappas total joint implanted. (B)(6) 2011, underwent a surgery to remove bone in jaw area due to ectopic bone formation. (B)(6) 2012, hoffman pappas custom joints were removed. The screws were out of the device when it was explanted, bone was pushing the screws out, and the scar tissue was inflamed. The surgeon removed the fossa component and put in a temporary acrylic spacer until a new device can be made. Since the device has been removed, the patient is doing much better and has a lot less pain. Panorex after device removal shows 3 screws still embedding in the patient's bone that oral surgeon didn't see during the procedure. The screws will need to be removed at the time the new device is implanted.